Manufacturer narrative:
Initial reporter last name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked at the middle (membrane) port during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from november 06, 2022 - november 08, 2022. H10: the actual device was not available; however, two (2) photographs of the samples were provided for evaluation. The photographs were visually inspected and a droplet appeared evident at the spike port. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.